Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had display anomaly. It was reported that the insulin pump screen would be normal later, but the brightness made it hard to see the display. It was reported that the display was flashing white. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm (variable info=3) confirmed in the device history and during self test due to broken trace. Device passed displacement test. No missing segments/partial display during testing. Device received with minor scratched lcd window. Test reservoir lock properly inside the reservoir tube.